Event description:
It was reported the insulin pump alarmed motor error during rewind. Some alarms were noted in the alarm history. Customer's blood glucose was normal. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an encoder out of phase. The displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.